Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy0452 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redy0452) have been reported from the same facility in (B)(6).

Event description:
Thrombosis of vena basilica and brachialis right, (first diagnosis (B)(6) 2020). After midline insert 18g in v. Basilica right upper arm on (B)(6) 2020 for intravenous antibiotic therapy. Removal on (B)(6) 2020. Duplex sonography dr. ((B)(6) 2020), thrombosis in the vena basilica spreading to the right vena brachialis, compressible subclavian vein. Therapy: xarelto 2x 15 mg for 3 weeks, followed by 1x 20 mg for 3 months in total.